Event description:
Pt experienced some "low flow alarms" and lightheadedness at home on (B)(6) 2016 and upon examination of his log files, it was determined that there were pump stop alarms most likely caused by a short-to-shield event. Pt was given a nongrounded cable until the decision to repair was made. Pt had a chest CT on (B)(6) 2016 to help with assessment of driveline. Decision was made to have st. Jude come to clinic on (B)(6) 2016 and assess and repair the external component of the percutaneous driveline. Pt tolerated the procedure and remained asymptomatic throughout the repair. After repair, pt experienced add'l alarms on (B)(6) while on the power module with regular grounded cable suggesting repair had not fixed short-to-shield. Pt was advised to remain on ungrounded cable and was listed 1a for transplant. Pt was transplanted on (B)(6) 2016.